Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. We were unable to perform testing due to motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the pump alarmed motor error. The customer's blood glucose was 124mg/dl. Customer stated she has been running high all day and reservoir was leaking. Customer stated they were unable to rewind the pump.